Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on unknown date and the mesh was implanted. It was reported that there was a laparoscopic removal of abdominal sacrocolpopexy mesh due to vaginal pain.